Manufacturer narrative:
Records indicate this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited a high out of range shock impedance measurement. It was noted the shock impedance had gradually increased however appeared generally stable. Follow-up was planned for testing and to adjust the out of range alert threshold. No adverse patient effects were reported.